Event description:
It was reported that subsequent to the implant of a protegen sling, the patient experienced complications and was injured and damaged. Because of complications, the device was removed. The device was not returned for evaluation.

Event description:
Additional info received from the pt included experiencing erosion of the vaginal wall; cramping; and vaginal bleeding, discharge and odor. The pt also reported that a cystocele repair was done at the time of the device implant co's directions for use outline as potential complications: "tissue erosion..."